Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the device had possible rapid battery depletion. However, it was noted that a couple of years ago, the device had delivered several shocks which made more sense for the longevity of the device. The device remains in use. It was further reported that the right ventricular (rv) lead's r waves decreased from 10 mv at implant to 1-2.5 mv at a recent check. The physician suspected that the lead had a micro-dislodgement due to the shocks delivered after implant. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.